Manufacturer narrative:
Product was returned for review. The unit and applicator passed functional testing. The electrodes that were sent in expired 10/2016. Two of the electrodes tested above the tolerance level. The high impedance on the electrodes may have contributed to the event.

Manufacturer narrative:
Not returned.

Event description:
Complaint received that alleges "patient,"was on the machine for approx. 15 minutes without incident and there was a sudden surge that shot the electrode off of his leg. When she looked at his leg he had what appears to be 3rd degree electrical burns underneath". Questionnaire not received from customer or clinician. Device not returned to manufacturer for evaluation.